Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
(B)(4). The device is currently undergoing analysis. Once analysis is complete this report will be updated.

Event description:
--

Event description:
Boston scientific received information that this device was attempted and not used due to, noise, oversensing, pacing inhibition and being unable to establish telemetry at implant. As a result this device was not used and another device was successfully implanted in it's place without incident.